Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false negative result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 29113e, reader sn (B)(6)). Customer states he tested positive with binaxnow and flowflex antigen tests every day the past week ((B)(6)), however, he did not provide the exact frequency of the tests performed. Customer is symptomatic with a sore throat, congestion, rigors, fever, and fatigue. Customer has been exposed to his wife who is also positive for covid-19. Cartridges were stored within the validated temperature range. Customer states his wife also received a false negative result with the same cue reader. See related case.